Manufacturer narrative:
A visual assessment of the returned system screw showed a screw with use as identified by surface scratches on the head of the screw shank and initial threads. A DHR review was performed for the screw lot which met all required specification prior to being released to distributable inventory. It has been available for distribution since 10/13/2023, resulting in an approximate field life of one year. There have been no other complaints of similar nature for this screw in the past 12 months. The manufacturer will continue to monitor the field for complaints of system screws that have the tulip dissociate from the screw shaft.

Event description:
It was reported that the patient underwent a posterior fusion after performing a l5-1 alif on (B)(6) 2024. During the procedure, the tulip/tower of the screw dissociated from the screw shaft during insertion of the screw, possibly with boney contact nearing full seating. The screw shaft was removed, and a new screw was inserted without further issue and no noted delay in surgery. There were no known patient complications associated with this complaint. No additional information is available.